Event description:
It was reported patient is experiencing instability post implantation. Attempts to obtain additional information have been made; however, no more information is available.

Manufacturer narrative:
(B)(4). D4: attempts have been made to gather all product identification information, and no further information has been provided. D10- medical product: vg da360 tib brg arcm 79/83x14 3 x 14mm, item# 161455, lot# unknown. G2- united kingdom. No product was returned, or pictures provided; therefore, visual and dimensional evaluations could not be performed. Medical records were not provided. Part and lot identification are necessary for review of device history records and the part and lot number were not provided. A definitive root cause cannot be determined. This complaint is not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Proposed annex g code: mechanical (g04) ¿ femur.